Manufacturer narrative:
The catalog number identified has not been cleared in the u.s. But, it is similar to the 8 french navarre® opti-drain® multi-use drainage catheters products that are cleared in the us. The 510 k number and pro code for the 8 french navarre® opti-drain® multi-use drainage catheters products are identified. Of the 3 devices, 3 lot numbers were provided, and lot history reviews were performed. Of the 3 reported malfunctions, no devices were returned for evaluation. Therefore, the investigation is inconclusive. A root cause has not been determined. The devices were labeled for single use.

Event description:
This report summarizes three malfunctions. A review of the reported information indicated that model nod8lpt drainage catheter allegedly experienced fracture. These reports were received from various sources. All of the events did involve patients with no reported patient injury. Two patients are (B)(6). However, the third patients¿ (B)(6) were not reported.